Event description:
It was reported that when the doctor was screwing the implant, the external bone table fractured. The implant could not be placed due to lack of primary stability. Another implant would be placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number: k011245 and k002188.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one implant and mount were returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction. Functional testing was not performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The device was intended for an unknown tooth location. X-ray & picture evaluation: x-ray or picture images were not provided. Review of appropriate documentation: documents reviewed: instructions for use ¿ swissplus® and tapered swissplus® implants, ifu9667 rev 2 - 10/19. Information identified: contraindications, warnings, precautions and breakage. Per the applicable IFU, it is stated that improper techniques can cause bone loss, patient injury, pain and implant failure. DHR review: DHR review for the lot (2021060175) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2021060175) for similar events (complaint category keywords: medical: bone fracture) and no other complaint was identified. Post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. The reported event could not be verified since it is a medical condition and no x-ray or pictorial evidence was available (patient anatomical condition and details of events were unknown).